Event description:
The issue was originally reported to philips as an undefined opcheck failure. A philips fse then clarified the issue to be a failure to power up. There was no patient involvement.

Manufacturer narrative:
(B)(4).